Event description:
Ascensia diabetes--this problem has been from (B)(6) 2019 and what I experience is the meters don't work correctly. They give me bad readings every two to three five to 10. I have no idea of what's going to happen and I wear a medtronic insulin pump that has to go with this certain meter, it's the only meter that can work with my pump. Bad numbers on my diabetic readings way off not a little bit, and with doing this I have found out that the meters are not. What the problem is, it is the test strips because I use this everyday, and when I can't trust the test strips I test my blood sugar 20 to 30 times a day, so I can get the right results. Every time I call ascensia diabetes, what they do is replace my meter and say there's nothing more they can do. I have gotten 25-35 meters, and every single one has had the same problem where I don't get correct readings for my blood glucose; imagine what this does to somebody on diabetes that's been dealing with this for over a year and a half, every morning when I wake up and test my blood sugar I know what I have to do I have to wait and see and retest testing 20 to 30 times a day just to have the correct numbers. Ascensia diabetes every time I've been on the phone with them they've just given me a new meter as I'm talking to you, I've gotten 5 m in the last month from them and I just had a problem yesterday with another meter. Please help me I don't know what to do, they have not helped me out one bit they have caused me more trouble and more trouble. I've to talk to someone in charge and I get the big fist in the face. All they keep on doing is sending me more meters. I've never dealt with anything like this, whenever I have a problem with something I return it and I get something that works. Ascensia diabetes is the only company I've ever dealt with that treats their customers like this. FDA safety report ID (B)(4).